Event description:
Healthcare professional at the hospital reported a lap-band system "fell apart during insertion" during implant surgery. Surgery was successfully completed with a back-up device. Pt contact occurred, but there was no pt injury. Add'l info: return paperwork received from the surgeon's office reported on a "patient facesheet" that there was "lap band removal convert to rouxeny." Follow-up info: during a call to the surgeon's office to clarify the event that occurred, it was explained that the event did not occur during implant surgery and the "fell aprt" was noticed during surgery to remove the banding system. It was during explant surgery, that the explanting surgeon discovered the "band tubing was not attached." Event of the tubing disconnect was first noticed when pt had an adjustment performed under fluoroscopy and no fluid was found in the device.

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper I. Device analysis noted a smooth opening at the port tubing consistent with wear and tear. The bad had signs of erosion in form of discoloration, and acid degradation. No add'l info has been reported to allergan regarding the serial number or the implant date. Device labeling addresses the possible outcome as follows: "failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening and a pocket must be created for the port, so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen." Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery, after the use of gastric irritating medications, after stomach damage and after extensive dissection or use of electro-cautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection, or abdominal pain. Re-operation to move the device is required." "Re-operation for band erosions may result in a gastrectomy of the affected area. Eroded bands have been removed gastroscopically in a very few cases, depending on the degree of erosion. Consultation with other experienced lap-band system surgeons is strongly advised in these cases."